Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel causing the device to detect a ventricular fibrillation event. This occurred during a wenckebach rythym in which the device displayed 1-1.5 seconds of inhibition. Device was programmed ddi 4o for a clinical study.